Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: contact office: (B)(4).

Event description:
It was reported that the patient underwent removal of cancer on (B)(6) 2015 and suture was used. On (B)(6) 2015, the patient underwent suture removal and dehiscence and staph a were found. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 08/05/2015. Additional conclusion code : representative samples were returned for evaluation. Visual and functional inspections were performed and the samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.